Manufacturer narrative:
Device was evaluated and the failure could not be duplicated. The device passed all conformity tests and is compliant with international standards. This device is subjected to sec, 868.5240 for exemption from the premarket application (510k).

Event description:
Covidien (B)(4) received a report in regard to an incident resulting in a pt death. The customer stated the pt was left alone at home for one and a half hours while family went out. The unit's alarm sounded and the pt's family discovered that the hygrobac disengaged from pt's circuit. The pt was in cardio-respiratory asset when discovered.